Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo was used during a mid-urethral sling for incontinence procedure performed on (B)(6) 2014. According to the complainant, during procedure, the mesh was twisted when placed. The physician removed the mesh and used another obtryx halo to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.